Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine injury ("anesthesia complication/bladder and uterus fused together with scar tissue") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included eclampsia in 1995 and caesarean section in 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menses"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic discomfort ("bladder or urinary problems or changes : pelvic pressure") and bladder injury ("anesthesia complication/bladder and uterus fused together with scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine injury, menorrhagia, back pain, dyspareunia, abdominal pain lower, procedural pain, genital haemorrhage, migraine, headache, dysmenorrhoea and bladder injury outcome was unknown and the vaginal haemorrhage, female sexual dysfunction and pelvic discomfort had resolved. The reporter considered abdominal pain lower, back pain, bladder injury, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, procedural pain, uterine injury and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, apareunia, pelvic pressure, migraines headaches, dysmenorrhea, bladder injury & uterine injury are added. Lab data updated. Concomitant & historical conditions and drugs are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine injury ("anesthesia complication/bladder and uterus fused together with scar tissue") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia in 1995 and caesarean section in 2008. Concurrent conditions included bleeding menstrual heavy, pelvic discomfort, painful periods, sleep disorder, pain menstrual, night sweats and pain worsened. Concomitant products included ibuprofen since 2009 for bleeding genital. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menses"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine injury (seriousness criterion medically significant), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic discomfort ("bladder or urinary problems or changes : pelvic pressure") and bladder injury ("anesthesia complication/bladder and uterus fused together with scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine injury, menorrhagia, back pain, dyspareunia, abdominal pain lower, procedural pain, genital haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, pelvic discomfort and bladder injury had resolved. The reporter considered abdominal pain lower, back pain, bladder injury, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, procedural pain, uterine injury and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records dysmenorrhea, pelvic pain, dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine injury ("anesthesia complication/bladder and uterus fused together with scar tissue") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia in 1995, caesarean section in 2008, gravida ii and parity 2. Previously administered products included for an unreported indication: birth control pill from 2003 to 2005. Concurrent conditions included bleeding menstrual heavy, pelvic discomfort, painful periods, sleep disorder, pain menstrual, night sweats and pain worsened. Concomitant products included ibuprofen since 2009 for bleeding genital. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("prolonged menses"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines / headaches"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine injury (seriousness criterion medically significant), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), pelvic discomfort ("bladder or urinary problems or changes : pelvic pressure") and bladder injury ("anesthesia complication/bladder and uterus fused together with scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine injury, menorrhagia, back pain, dyspareunia, abdominal pain lower, procedural pain, genital haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, pelvic discomfort and bladder injury had resolved. The reporter considered abdominal pain lower, back pain, bladder injury, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, procedural pain, uterine injury and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 24-mar-2009: occlusion of fallopian tubes. Pregnancy test urine - on 12-dec-2008: negative. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records dysmenorrhea, pelvic pain, dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine injury ("anesthesia complication/bladder and uterus fused together with scar tissue") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. 627732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia in 1995 and caesarean section in 2008. Concurrent conditions included bleeding menstrual heavy, pelvic discomfort, painful periods, sleep disorder, pain menstrual, night sweats and pain worsened. Concomitant products included ibuprofen since 2009 for bleeding genital. On (B)(6) 2008, the patient had essure inserted. In april 2009, the patient experienced menorrhagia ("prolonged menses"), genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In january 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced uterine injury (seriousness criterion medically significant), abdominal pain lower ("cramping"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic discomfort ("bladder or urinary problems or changes : pelvic pressure") and bladder injury ("anesthesia complication/bladder and uterus fused together with scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine injury, menorrhagia, back pain, dyspareunia, abdominal pain lower, procedural pain, genital haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, female sexual dysfunction, pelvic discomfort and bladder injury had resolved. The reporter considered abdominal pain lower, back pain, bladder injury, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, procedural pain, uterine injury and vaginal haemorrhage to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records dysmenorrhea, pelvic pain, dyspareunia, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: concomitant medication and event outcome was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality- safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a total hysterectomy and bilateral salpingectomy to remove essure, approximately 8 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("prolonged menses"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (surgery to remove essure, total hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, back pain, dyspareunia, abdominal pain lower and procedural pain outcome was unknown. The reporter considered pelvic pain, menorrhagia, back pain, dyspareunia, abdominal pain lower and procedural pain to be related to essure. The reporter commented: since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: hysterosalpingogram result was occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a total hysterectomy and bilateral salpingectomy to remove essure, approximately 8 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.